Event description:
Pt reportedly underwent left total knee arthroplasty in 1995. Pt developed septic infection and revision surgery was performed in 2002. Components were found well fixed and surgeon reportedly removed patella button and replaced tibial bearing with a thicker component.